Manufacturer narrative:
The customer¿s report that the tubing broke (separated) and leaked was confirmed. Visual inspection observed that the silicone segment was separated from the upper fitment at the pump segment. The ring retainer was not received with the set although it was noted that there was a ring indentation on the silicone segment. Closer inspection under magnification observed no signs of damage or deformation indicative of a previous bulge; the customer¿s report of a bulge was not confirmed. The internal diameter of the silicone pump tubing was found to be within measurement specification. Functional testing could not be performed due to the separation and obvious leaking that would occur. The root cause of the separation could not be definitively determined.

Event description:
It was reported that the device alarmed, the nurse noted a bulge in silicone segment. Upon removal of the tubing the set broke and leaked unspecified fluids on the nurse and patient. The customer stated there was no user or patient harm reported. Although requested there are no additional event details provided per customer.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Concomitant medical products: 30873, 500 ml baxter bag, ndc (B)(4), lot y290197, exp may 2020, 0.9% sodium chloride injection. Requested patient demographics however not provided by the customer.

Event description:
It was reported that the device alarmed, the nurse noted a bulge in silicone segment. Upon removal of the tubing the set broke and leaked unspecified fluids on the nurse and patient. The customer stated there was no user or patient harm reported. Although requested there are no additional event details provided per customer.